Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a large scratch on the lcd screen. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that she might have difficulty viewing the screen due to the large scratch. The insulin pump will be returned for analysis.